Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor turned off spontaneously during monitoring of a patient in an ambulance. It was reported the patient was in critical condition during the event.

Manufacturer narrative:
Further action has been initiated under (fsca) 2024-cc-ec-023.

Manufacturer narrative:
Updated patient sex and age.